Event description:
It was reported "fos and transducer values reading incorrectly". Additional information states that the iab pump console was swapped to continue therapy. No aptient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "fos and transducer values reading incorrectly" is not able to be confirmed. No part was returned to tele flex chelmsford for investigation. According to the field service report, the field service agent checked the pump and could not replicate the issue. Based on a review of the device history. Record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends

Event description:
It was reported "fos and transducer values reading incorrectly". Additional information states that the iab pump console was swapped to continue therapy. No aptient injury or consequence reported. The patient's current condition is reported as "fine".